Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer ran into a counter with the pump and the touch screen became shattered and non-functional. There was no reported impact to the customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.